Event description:
Information received indicates the product leaked from the bottom of the unit during the case. The device was changed out with no time off bypass and no consequence to the pt, other than blood loss reported.